Manufacturer narrative:
Results and conclusions summation - the IFU states, "...place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement..." Also, "do not induce negative pressure on the delivery system prior to placing the stent across the lesion. This may cause dislodgement of the stent." The heavily tortuous anatomy and attempting to cross the previously implanted stents, appear to be related to the failure to cross the lesion. After a negative was pulled on the sds, the stent implant may have become loose and then dislodged. The issues appear to be related to the circumstances of the procedure.

Event description:
Reporting status: serious injury/medical intervention permanent damage. Reporting rationale: dislodged stent and remains in the pt. Device issue: dislodgement. It was reported that a 23 mm and a 18 mm xience v stent were placed in a heavily tortuous proximal rca. The physician was trying to go distal with this xience v; however, it would not cross. The tech pulled negative on the balloon in an attempt to advance the sds further distally, but this was unsuccessful. During the removal of the sds from the pt, the stent caught on the edge of the guiding catheter, dislodging into the ostial rca. Attempts were made to snare the stent, but these attempts were unsuccessful. The pt was transferred to another hospital to see if the stent could be retrieved. The retrieval attempt was not made as the physician determined that this pt had extensive left main disease to the decision was made to perform surgery (CABG) on this pt; however, the stent was not retrieved during surgery. No additional event or pt info is available.